Event description:
On (B)(6) 2012, while conducting follow-up with a peritoneal dialysis registered nurse (pdrn) regarding an unrelated issue, the pdrn reported the following information. About 6 to 7 years ago, the patient began peritoneal dialysis (pd) therapy. In (B)(6) 2012 (approximately 1 week prior to this report), the patient experienced peritonitis and was hospitalized for the event. The patient's pd catheter was removed and the patient was placed on temporary back-up hemodialysis. The patient was initially treated with antibiotics and then switched to antifungal medication. At the time of this report, the patient remained hospitalized. Peritonitis was ongoing. The pdrn did not know the cause of the peritonitis or if the event was related to any baxter disposables, solutions or the homechoice device.

Manufacturer narrative:
(B)(4). This is report 3 of 3. Samples were requested, but not available at this time. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potential lots gd892158 and gd892364 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.